Event description:
A foley catheter was inserted into a patient and shortly therefter was found to have the balloon burst. A second foley was placed and again, shortly thereafter was found to have the balloon burst. The first foley was placed in the ed using the standard kit and the second foley was placed in the ICU using the standard kit. The third foley placed worked fine.